Event description:
It was reported that the user experienced a high blood glucose and the ilet delivered 11 units of insulin, after which the glucose declined from approximately 300 mg/dl to 97 mg/dl over about 1 hour and 45 minutes; the user ingested sugar proactively when the glucose began to drop, and no low glucose event occurred. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and resolution without medical intervention. Investigation included a review of device performance and user-reported history with troubleshooting and education provided. Investigation of this case revealed no device malfunction and glucose values remained within range after user actions. It was concluded that the event was consistent with hyperglycemia of unclear cause with appropriate automated insulin delivery response and user self-management, without adverse health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.